Manufacturer narrative:
Device not returned for evaluation. Internal investigation in process.

Event description:
It was reported that "it was reported through the attorney for the pt, as a result of a legal claim, that allegedly 'on (B)(6) 2007, the pt underwent frontal sinus reconstruction. It was further alleged that, 'during the surgery stryker hydroset was injected. Shortly after the surgery, the pt began to experience post-operative swelling of the forehead region.' It was further alleged that, 'on (B)(6) 2010, dr (B)(6) removed the remains of the injected hydroset."